Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, patient's death occurred. Patient presented with diffuse disease in the right coronary artery (rca) and left anterior descending (lad). The physician stented the rca with an unknown number of promus stents (sizes unknown), stented the lad with 3 overlapping promus stents (sizes unknown), and finished with an unknown size of taxus express2 drug eluting stent proximal to the promus stents. Seven days post the initial procedure, the patient presented in the emergency room with an anterior myocardial infarction. The patient had experienced chest pain for three days before coming to the emergency room. The patient died that same day. The cause of death is unknown. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.